Event description:
The lay user/patient called lifescan (lfs) in 05 and alleged that his lancing device cap "snapped off" when inserting it into the carrying case. The medical affairs specialist mailed a letter two days later since the user could not be reached by telephone for further information. The patient reported that he was using his lancing device according to the instructions, however, when placing his lancing device back into the case, the cap snapped ott. The patient stated that this tissue contributed to his being taken to the hospital. He did not report any treatment or blood glucose results from the event. It appears that the patient was not testing his blood glucose due to the lancing device cap being broken. A replacement lancing device has been sent.